Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The patient presented with an acute myocardial infarction. A non bsc guide wire was inserted into the left main (lm) and the left anterior descending artery (lad) and circumflex (cx) were wired with a choice xtra support wire. The physician tried to predilate the 99% stenosed, severely tortuous and severely calcified lad with a 2.5x15mm maverick balloon but experienced difficulty in crossing the lesion. The physician was eventually able to cross the proximal segment of the lad lesion with the 2.5x15mm balloon which was then dilated to 10 atms. The balloon was removed and a 3.0x12mm taxus liberte stent was advanced to the lad but was unable to cross the lesion after several attempts. The stent delivery system was removed from the patient and it was noticed that the stent was not on the stent delivery system balloon. The physician then advanced a 1.5x15mm maverick balloon to the lad and inflated the balloon to 10 atms. The physician attempted to advance the balloon to the obtuse marginal (om) as well, but the balloon was unable to cross the lesion. The balloon was removed and the physician attempted to cross the lad with a 3.5x16mm taxus liberte stent but the device was unable to cross the lesion. The physician then advanced a 3.5x15mm non bsc balloon to the lad which was inflated to 10 atms and then removed. The physician attempted to cross the lad again with the 3.5x16mm taxus liberte and was able to deploy the stent. The physician tried to find the 3.0x12mm taxus liberte stent that had dislodged in the lad but the attempt was unsuccessful. The physician was unable to treat the cx or the om and the procedure was ended at this point. It was noted that the lesion was close to occlusion but still had distal flow to the vessel. Post the procedure, the patient was transferred to a different hospital to find the dislodged stent; however, after using ivus, they were still unable to find the stent. No additional patient complications were reported with the patient's current condition listed as "okay".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.